Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Pt reported they saw an hcp this morning because their device had dislodged again. Ins keeps coming out of pocket where it was anchored. Pt explained they had unrelated surgery on the back and the CT scan showed there was crimping on the leads and the leads were separated. Ins was not where it was supposed to be. Hcp wants pt to set up a rep to come out and check the device. Redirected to hcp to contact the rep. Pt then reported this is the 3rd time the device keeps coming out of pocket. The last time was 2 years ago. Pt then said she counted the implant surgery, the device had to be re anchored probably twice. The first time was probably in 2017. Caller was redirected to the healthcare provider (hcp).